Event description:
It was reported that the patient experienced increased pain, discomfort and weakness in the legs as the ipg was no longer functioning as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.